Event description:
The customer has observed a falsely low result when using the cortisol assay on the immulite 2000 xpi. The sample was run on (B)(6) 2013 and the cortisol result for the patient sample was low. The sample was repeated again on the same day and the result obtained was much higher. Based on previous results, the higher value obtained on the patient sample was believed to be the correct result by the customer. Slope adjustments and quality control samples were within specifications the day the sample was run. The initial low cortisol result was not reported to the physician(s). It is unknown if the repeat results were reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant cortisol result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the data from the customer site. Based on the data from the instrument, there were sample level discrepancies at the time the patient sample was run, that could indicate the presence of a bubble or foam in the tube. A siemens field service engineer (fse) was dispatched to the customer site. The fse changed the reagent valve and the position of the sample and reagent pipettor. A precision run for cortisol was run by the fse and the results were within specifications. The customer notified fse that they were satisfied and no further assistance was necessary. The cause of the falsely low cortisol result on the patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.